Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging and the device does have debris on it. The anchor is broken in half and sutures are tangled. No other physical damage is visible to the device. A functional evaluation of the returned device found that the mechanical portion of the device is in working order. Device passed functional test and functioned as per manufacture specifications. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the applications of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis is required for the raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the healicoil anchor broke after the slipped knot was pushed. The procedure was successfully completed using a back up device. It is unknown if there was a significant delay. No other complications were reported.

Manufacturer narrative:
(B)(4).